Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned patient x-rays, femoral head, and insert finds evidence to confirm the reported insert disassociation. The femoral head exhibits metal transfer from contact with the acetabular component, further supporting the disassociation. No uneven wear patterns or signs of edge loading are found on the articulating surface of the insert. Four of the anti rotational devices are fractured. Visually, it can be seen at the area of a.r.d. Fracture there is still barb present, possibly indicating the liner was not properly taper locked. A search of the comlplaints databases identified no other related reports against the product/lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Patient was revised to address disassociation of the liner from the cup. It is suspected that there was some soft tissue preventing the liner from locking into place. The liner was removed, but the cup was not removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).